Event description:
It was reported that the pt underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted into the pt. It is reported that the pt experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional info is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent total abdominal hysterectomy due to anatomic sui, symptomatic vaginal relaxation. It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and had a mesh due to pelvic floor relaxation, post hysterectomy and vaginal vault prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, organ perforation, bleeding, dyspareunia and vaginal scarring. It was reported that patient underwent excision of ulceration and granulation and mesh from the left vaginal sidewall and excision of vaginal band in the right posterior on (B)(6) 2005 due to pelvic pain, vaginal constriction band and vaginal ulceration and wound debridement and replacement of hard rubber mold on (B)(6) 2005 due to vaginal graft erosion . No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 3/9/2016, (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced dyspareunia and pelvic hematoma.